Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Device was discarded.

Event description:
It was reported that the readings of the post membrane po2s were low on the initial several blood gases after the ECMO initiation. Several oxygen sources were utilized on 100% oxygen. The pre-membrane venous blood gases showed mixed venous saturation of 79, this was not consumption. After the exchange of the hls set the post-membrane po2 was 593 on 100% oxygen. The affected pump module was used on a patient with risk group 3, as the patient could be infected with hiv-aids. This means that the organisms of group 3 cause serious disease in humans. Therefore the product could not be returned and no technical investigation will be performed. No harm to any person has been reported. Afterwards the information was received that the patient has no hiv-aids, but the device was discarded. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the readings of the post membrane po2s and several blood gases were low after the ECMO initiation. Several oxygen sources were utilized on 100% oxygen. The pre-membrane venous blood gases showed mixed venous saturation of 79, this was not in consumption. After the exchange of the hls set the post-membrane po2 was 593 on 100% oxygen. The affected pump module was used on a patient with risk group 3, as the patient could be infected with hiv-aids. This means that the organisms of group 3 cause serious disease in humans. Therefore the product could not be returned and no technical investigation will be performed. The failure occurred during treatment. Further information was received that there was no clotting visible and the patient was not infected with hiv, but the hls set was discarded according to the hospital policy. The hls set was exchanged during treatment and the failure was solved. A medical assessment was performed by getinge medical affairs on (B)(6) 2023 with following conclusion: "after the evaluation of the existing information, it is possible that the hls set may have exhibited reduced performance, as the initial arterial po2 blood gas results were relatively low. The results of arterial po2 were reported to be between 198mmhg ¿ 270mmhg. As a note, guidelines of the extracorporeal life support organization (elso) recommendtargeting post oxygenator partial pressure of oxygen around 150 mmhg. The customer states that the venous saturation was 79%. However, no data on calculatedoxygen transfer was provided by the customer. The following o2 transfer graph in the product IFU shows the oxygen transfer curve for the hls/hit advanced set. Calculation of o2 transfer may provide a good indication of membrane functionality when thecalculated result is compared to the above curve. If the calculated result follows the curve, it may be assume that the membrane is functional. The following indications for replacing the hls/hit advanced set IFU are in chapter 7.2 indications for replacing the set: leakage. Penetration of air. Visible deposits in the set. Increase in pressure drop. Insufficient oxygenation. Replacement is necessary if the pressure difference (delta p) increases and the gas exchange capacity is significantly impaired. The lack of delta p pressure value, which may be indicative of clot presence in the oxygenator membrane, could not be found in the complaint narrative. Presence of clot in a membranemay influence po2 concentration and, subsequently, oxygen transfer. An additional indicator of membrane functionality is pco2 concentration. The screen shot sent by the customer pco2 seems to indicate that the pco2 was as expected. The customer stated that the membrane was ¿sighed¿, so it is assumed that water condensation was not influential in the low po2 concentration observed by the customer. As hinted above, pco2 would also likely follow po2 concentration in the presence of water condensate within the membrane. Because the oxygenator was discarded due to the unclear infection status of the patient, an investigation by the manufacturer may have explained the origin of the reported behavior. Unfortunately, such an investigation cannot be performed. Therefore, a definitive root cause for the observed low po2 values that were present after the initiation of the ECMO circuit remains unclear. Further, a diminution of performance cannot be attributed to the product (hls advanced set) barring more details about the event. Last, the complaint narrative states that no harm was visited on the patient in the course of the event conveyed in the complaint. ". The production records of the affected hls set were reviewed on 2023-04-25. According to the final test results, the device passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "po2 low" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : hls set was discarded by the customer.

Event description:
Complaint ID#: (B)(4).